Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03934 , 0001825034 - 2019 - 03936.

Event description:
It was reported that a patient underwent an initial right total hip arthroplasty. Subsequently, the patient was revised approximately 6 years later due to recurrent dislocations. During the revision procedure, osteolysis was noted with abundant granulomatous material embedded within the joint capsule. The worn poly and loose stem were replaced. It was noted while removing the unknown cement from the femoral canal, the friable femoral bone fractured, requiring an allograft construct and cerclage wires for stabilization. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes received from the customer. Revision operative notes confirms that the patient had recurrent dislocation and osteolysis of proximal femur. Cultures sent for pathology, gram stains and frozen sections negative. Clear yellow effusion noted with massive amount of granulomatous material embedded in the joint capsule. Minimal poly wear in the cup, cup well-fixed, femoral component noted to be retroverted and grossly loose from the cement-component interface, cement firmly embedded in the bone, proximal femoral bone extremely friable and thinned with osteolysis around the cement mantle which created some fractures as the cement was removed. No cement sticking to the femoral component, trochanteric osteotomy performed to remove the stem and cement plug, creating fragmentation of the medial bone. Shell well-fixed, locking ring in good condition and left in place. Femoral allograft used to repair the defects and fragments, stabilized with bone putty and cerclage wires. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.